Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain six days post implant procedure. It was noted that the right ventricular (rv) lead exhibited high thresholds and loss of capture. It was further reported that x ray was performed and the perforation of the right ventricle with the rv lead was confirmed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.